Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection between the transmitter and receiver/smart device occurred. No additional patient or event information is available. Product and data was provided for investigation. The transmitter was returned for evaluation. An external visual inspection was performed and passed. A voltage test was performed and the transmitter failed. The complaint could not be reproduced with the returned product; however it was confirmed through share log review. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.